Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right atrial (ra) pacing impedances. Reprogramming options were discussed with technical services (ts). This crt-d system remains in service. No adverse patient effects were reported.